Event description:
Twenty-nine days post hvad implantation a bent connector pin was noted on the power port of the patient's controller. A staff nurse straightened the pin and the patient continued to use the controller until (B)(6) 2015, when the pin broke. The controller was exchanged and has been returned to the manufacturer for evaluation. The patient tolerated the exchanged and has reported no further equipment issues.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed visually. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination and functional testing due to a broken pin in the controller's ps2 connector. The damaged port was unable to transfer electrical signal from the battery or ac power source to the controller rendering it ineffective. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Device remains implanted.